Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle were crooked and no insulin came out. The following information was provided by the initial reporter: the needles of 4mm crooked so that no insulin came from their pens.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle were crooked and no insulin came out. The following information was provided by the initial reporter: the needles of 4mm crooked so that no insulin came from their pens.